Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, a 9x40 precise pro rx carotid stent broke/separated during deployment. The device was removed from the patient without causing any harm. The product stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was a carotid stenting procedure and the target lesion was the internal carotid artery. The intended lesion was located at the carotid bifurcation. Lesion and vessel characteristics were not available. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was pre-dilated prior to stent implantation with a 3.5x20 balloon catheter at unknown inflation pressure. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no reported difficulty or resistance noted while crossing the lesion with the stent. The user maintained a fixed inner shaft position during deployment. There was no unusual force applied during deployment of the stent. The device was removed by just pulling it out of the patient. A different precise stent was used to completed the procedure.

Manufacturer narrative:
Complaint conclusion a report was received that a 9 x 40mm precise pro rx us carotid system broke/separated while the stent was being deployed. The device was removed intact without issue with no reported patient injury. The event involved a patient undergoing a carotid endovascular intervention involving a target lesion in the internal carotid artery that was located in the carotid bifurcation. The lesion was pre-dilated with a 3.5 x 20mm balloon catheter at an unknown inflation pressure. The site reported that the precise pro device had been stored, handled and prepped according to the instructions for use (IFU) and nothing unusual was noted about the stent delivery system (sds) prior to use. There was no thrombus present proximal to, at, or distal to the lesion site. No difficulty was experienced while advancing/tracking the sds to the target lesion. The site further reported that the sds did not pass through any acute bends while tracking through the patient¿s vasculature. No difficulty was experienced while crossing the lesion with the sds. During these maneuvers, the site reported that a fixed inner shaft position was maintained during deployment. When they attempted to deploy the stent, the sds is reported to have broken/separated. No unusual force had been applied during the deployment of the stent. The sds was removed intact without issue. The procedure was successfully completed with another precise device with no reported patient injury. The product was not returned for evaluation despite multiple attempts to obtain it. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. It is not possible to determine what factors may have contributed to the reported issue with the clinical details provided. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.